Event description:
It was reported by the rep that the (1) mcs20 was used during a CABG procedure. It was reported that the applier misfired and tore the vein. The hospital would like the findings submitted back to them in writing to the hosp point of contact. It was not reported how the case was completed. 12/29/1999 the case was completed with another device.